Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 33 mg/dl. Reportedly, the customer suspected that the basal settings needed to be adjusted. Bg was addressed by the customer consuming carbohydrates.